Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse called back and had customer re-insert arm into switch body. Analyzer is working properly. The most probable cause of the reported event was a detached spring.

Event description:
On (B)(6) 2015 the customer reported a bent sample detect prong with their hlc-723g8 analyzer. The customer reported that the cup detect sampler prong is bent upward, touching the tube detect prong. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.